Manufacturer narrative:
(B)(4). Date sent: 4/14/2020; d4: batch #t94h3k. Investigation summary: the device was returned with the bottom portion of the I-blade out of the lower jaw channel and the lower jaw channel damaged. The device was connected to the generator and it was recognized. Because of the condition of the device, not all functional testing could be performed with the generator. The jaw was unable to cycle open and close. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. It is possible that the noise heard during the procedure could be the jaws getting damaged. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a total laparoscopic hysterectomy, a cracked sound was heard when the device clamped the hard tissue, and the jaws became not to open. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.